Event description:
A home hemodialysis patient's caregiver reported a patient's venous line disconnected from the transducer protector during treatment. The patient had a symptomatic drop in blood pressure as she felt dizzy and required fluid to recover. The estimated blood loss was greater than 300ml. The patient's hemoglobin was 105 in november 2013 and after the blood loss from the disconnection it was 74. The patient was reported as stable. No further information was available at the time of this report.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation.